Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "leaking oil" and the "psi gauge glass was broke." The reporter was not aware of how the glass broke. The event was not related to surgery. There were no injuries reported. There was no additional information provided.